Event description:
In this event it is reported that a start-x tip ems assort tip broke during use. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Summary: the picture of a broken start-x tip ems insert 3 was provided. We can see that the instrument broke in the active part but further analysis can be made. No unused device is available for evaluation. The batch number is unknown, DHR cannot be reviewed. No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.